Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733438, lot #: unknown, ubd #: unknown, UDI #: unknown. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had transported the system and noted that they were unable to connect to the camera on the system. It was noted they were getting power to the laser but not the camera as no lights were visible. The local representative (cs) was able to take the front cover off the system. Technical services (ts) had her check the scu for power. The cs found that there was no power or green lights. Ts had her flip the switch in confirmation and then she checked that the power cord to the scu was loose and was reseeded. The site was able to re-establish connection and proceed with the case. Ts had also helped the cs communicate the navigation and imaging systems as it was on a different network. Ts had them match both ip address for the navigation and imaging systems and create a new igs server connection and verified communication. This was reported prior to a procedure. There was no reported delay. There was no patient involved.

Event description:
It was reported that the camera was fine. The plug inside the stealth had just come loose. It was reseated and everything was fine.

Manufacturer narrative:
B5: additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.